Event description:
It was reported that during testing conducted at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, an overheating condition was found. Internal components were evaluated and a damaged motor assembly was discovered. The motor assembly was replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.